Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This complaint is about 1 suture. Is that correct? Were there any adverse patient consequences due to the intra-op suture breakage? If yes, please explain and provide details. What does the term ¿administered hospitalization management to the patient¿ mean? Please explain. Was the ¿hospitalization management¿ related to the intra-op suture breakage? If yes, please explain. Was the patient¿s post-op treatment altered in anyway due to the intra-op suture breakage? If yes, please explain. What is the patient¿s current status?

Event description:
It was reported that a patient underwent an unknown procedure, due to a car accident and trauma, on (B)(6) 2023 and suture was used. During the procedure, after disinfection and debridement, the doctor used suture to suture the patient's skin and muscle tears on the right arm. During the suturing process, the suture may have broken twice due to excessive tension. The doctor replaced the suture to avoid poor healing of the tendon in the future. After the suture was completed, the doctor administered hospitalization management to the patient. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/1/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified the following information was requested, but unavailable: this complaint is about 1 suture. Is that correct? Were there any adverse patient consequences due to the intra-op suture breakage? If yes, please explain and provide details. What does the term ¿administered hospitalization management to the patient¿ mean? Please explain. Was the ¿hospitalization management¿ related to the intra-op suture breakage? If yes, please explain. Was the patient¿s post-op treatment altered in anyway due to the intra-op suture breakage? If yes, please explain. What is the patient¿s current status?--contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.